Event description:
Design of electric toothbrush in that it is difficult to clean causes frequent illnesses (colds, respiratory infections, sore throats). The head of unit is difficult to take apart, when apart rptr found a bunch of slimy gunk in the well - allowing bacteria to grow. Rptr would like to report their suspicion that the sonicare electric toothbrush causes frequent colds because design of product is such that it is difficult to clean, & MFR directs you to replace toothbrush heads only every six months. Rptr has owned a sonicare (standard model) since christmas 1995. In fall of 1996 rptr began having a series of upper respiratory infections and sore throats. Normally rptr is a very healthy person. Rptr would be sick for a week, get a little better, & then get sick all over again. This happened week after week after week. Rptr began casting around the house trying to figure out if something they were coming in contact with was reinfecting them over & over. Finally rptr hit toothbrush. Rptr was on their second replacement head, & this particular head was rather difficult to take apart, so rptr was not cleaning it quite as frequently (or as thoroughly) as they did when they first bought toothbrush. Rptr took it apart and took an old (non-electric) toothbrush to it, scrubbing insides out thoroughly. Rptr found a bunch of slimy gunk in the "well" of rechargeable battery base. Rptr stopped using toothbrush in mid-january, after they discovered that it was harboring this slimy junk in bottom of this hard-to clean spot. Rptr was not been sick since. Recently one of their co-workers began complaining that they were getting sick all the time. They had had a series of five colds in two months. Rptr asked if they happened to use a sonicare. Indeed, they did. Sonicare directions tell you to clean toothbrush once a week by taking it apart. However, they do not warn you that the "wall" in base of product is very difficult to clean unless you take an old toothbrush to it and really scrub hard.